Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during patient use, a ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with the event.